Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the handpiece worked intermittently. The same device was used to complete the procedure with no adverse patient consequences. The physician opined that the event occurred because large pieces of tissue were grabbed at one time from the large, calcified uterus and did not believe there was a problem with the device.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-05122, medwatch 2210968-2012-05124, and medwatch 2210968-2012-05125. The same patient is represented in each medwatch.